Manufacturer narrative:
A boston scientific technical services consultant discussed the reported clinical observations with the caller. Normal impedance and sensing measurements were confirmed. The consultant informed the caller that the device performs daily measurements every twenty one hours but reports every twenty four hours. There can be some days where two daily measurements are done on a single day. The first reading is oor but the second is fine. The message to check the lead is generated with the first measurement but the second reading is reported in the device. The consultant recommended trying to reproduce noise with isometrics. The caller will perform isometrics and call back if needed. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that out of range (orr) atrial impedance measurements were reported with this competitive lead.